Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient¿s blood glucose levels reportedly rose to greater than 800 mg/dl while wearing the pod on the leg between 36 and 48 hours. The patient reported that the pods were leaking and not delivering insulin properly. Reported symptoms included vomiting and polyuria (frequent urination). The patient was diagnosed with dka. Treatment administered included an intravenous (IV) insulin drip. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 18.7. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.